Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days after the implant procedure, the left ventricular (lv) lead had poor pacing and an image showed dislocation of the lead. It was noted that the physician thought the lead tip designed could not fix well in the target vein. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.